Manufacturer narrative:
This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted gastric bypass procedure, the permanent cautery hook instrument smoked and was found to be burned with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery hook instrument was found to be burned. The procedure was completed with no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported issue: the instrument was inspected prior to use. The surgeon noted that the instrument was smoking during a da vinci-assisted gastric bypass procedure. The instrument did not collide with any other instrument or tool during the procedure. The surgeon was activating monopolar coagulation energy at the time. A backup permanent cautery hook instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The instrument was found to have thermal damage on the monopolar yaw pulley. The surface had visible charring and black marks. The entire conductor cap was also no longer seen at the wrist assembly, likely burnt off from the thermal damage. The distal clevis was also found with thermal damage on one of the ears. The known common cause of this thermal damage failure is mishandling misuse. Additional observation not reported was that the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken along the distal idler pulley. The instrument failed the electrical continuity test. Thermal damage was observed along the conductor wire pathway at the yaw pulley. Any material missing from the thermal damage at the distal end was likely thermally induced rather than mechanically induced. One ear of the distal clevis was removed to find one side of the entire monopolar yaw pulley interior to be burnt. One side of the monopolar yaw pulley was extensively damaged thermally, with significant char build up. Several components, including the conductor wire fragment that connects to the base of the hook, were missing, likely because they were thermally damaged. The root cause of the thermal damage could not be determined. It is possible that it originated at the welded location of the conductor wire, however this cannot be confirmed due to the heavy thermal damage and char present on the clevis.